Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was 190mg/dl time of the incident. Customer stated that the reservoir was unable to lock in place. Troubleshooting was performed. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.